Manufacturer narrative:
Date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer report number: 3006705815-2024-02165, 3006705815-2024-02166. It was reported that the one of the patient's leads migrated. It was also reported that the patient stopped using their stimulator due to stimulation in unwanted areas and lack of coverage. Additionally, it was reported that the patient stopped charging their ipg. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and both leads were explanted and replaced to address the issue.  Effective therapy was restored post-op.